Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer was taken to the hospital on (B)(6) 2017 at 11:30 pm due to high blood glucose. The customer was admitted. The customer¿s blood glucose during the time of admission was 650 mg/dl. The customer was treated with the insulin pump. The customer¿s current blood glucose was 311 mg/dl. Troubleshooting was performed. The device passed the basic occlusion test. The insulin pump will not be returned for analysis.